Manufacturer narrative:
Additional information/corrections: b5 - reported as a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the was exchanged for a longer length lens. Problem resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. - update to - a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens diameter being too small(low vault). The was exchanged for a longer length lens. Problem resolved. D6a - reported as (B)(6) 2022 - correct to (B)(6) 2023. D6b - reported as (B)(6) 2023 - correct to (B)(6) 2024. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the was exchanged for a longer length lens. Problem resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A3a - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. Claim #: (B)(4).